Event description:
Customer reported that pump failed to recognize cartridges, which led to a cartridge change error. Blood glucose level was 210 mg/dl, which is slightly above the normal range. Technical support confirmed that the pump started, charged, and was recognized by the computer with no cartridge alarms on the incident date. A 24-hour pump system check was conducted, showing no alerts or alarms, indicating that the pump was in working condition. No further corrective actions were noted.